Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The technical support provided instructions to reset the pump, and the caller successfully completed the reset without further incidents of the malfunction code recurring. The customer was advised to continue using the pump and to call back if the issue happens again, which the caller acknowledged and understood.